Event description:
Customer reported that the buttons on his insulin pump are not responding and the device is alarming battery out limit. Customer replaced the battery multiple times. Customer's blood glucose is 201 mg/dl. There were no significant events leading to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to unresponsive buttons. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.